Manufacturer narrative:
(B)(4). The involved pt died, but the hospital risk manager and involved physician have stated that the device behavior was not a factor in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after phillips obtains more info about this event.

Event description:
The customer reported that an ECG was done on a pt while the device was in a simulation mode.